Event description:
It was reported that the pt, implanted on (B)(6) 2000, can no longer hear with his device. He had an intermittency of hearing sensation during the previous week. The external parts were checked, but the situation did not improve. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.